Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that the patient was injected in the hand with 1 ml of juvéderm® volift¿ with lidocaine. Two months later, the patient was presented with a suspected inflammatory reaction with symptoms including swelling, warm to touch and slight redness but infection was not suspected. The hcp treated the patient with course of steroids (prednisolone 25mg) for 3 days and was advised to half the dose and take for another two days. However, the hcp noted that the patient took 25mg of prednisolone steroids for a week based on the instructions of their general practitioner. After the steroid treatment, patient reported that swelling had mildly reduced but lumps are now present on their hand.

Event description:
Additional information reported symptom resolved two months after onset.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6, h8.